Event description:
It was reported that the procedure was to treat a right coronary artery (rca). Reportedly, the 3.0 x 12mm nc trek balloon catheter was advanced during post-dilatation; however, the balloon split during first inflation at 4 atmospheres. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the part number for the complaint device is (B)(4). The device may have had a kink in it or may have become kinked when inserted into the guide catheter and then possibly broke when advanced into the guide catheter.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the balloon rupture was not confirmed. Additionally, the shaft was noted to be separated and the balloon material was noted to be shredding. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.